Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 38 synergy¿ drug-eluting stent, it was noted that the stent got stretched upon removal from the protection hoop. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged in the mid-section to the distal end of the stent with stent stretched and bunched distally. The stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks or damage along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 38 synergy¿ drug-eluting stent, it was noted that the stent got stretched upon removal from the protection hoop. The procedure was completed with a non-bsc device. No patient complications were reported.